Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the plunger was retracted, however the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the plunger/needle assembly, anterior and posterior cuffs, link, suture and posterior needle tip. The scope of this investigation was limited. Analysis of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal for a deployed device. Using a proxy plunger to test for proper needle trajectory, both needles successfully entered their respective foot pocket. A cuff-miss can be influenced by many factors, including, but is not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. However, no anatomical information was supplied which may have assisted in the investigation. Based on the results of the inspection criteria and the analysis of the returned components, the reported needle to cuff miss could not be confirmed and a cause could not be determined. No manufacturing or product quality issues were detected that would have contributed to the reported cuff miss. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.